Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Xray images provided. Product not returned. Undetermined.

Event description:
Allegedly the surgeon feels the quality of the proximal femoral bone has deteriorated and the implant should be revised.